Event description:
The customer called and her blood glucose was over 413 mg/dl. She treated with the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. It was found the infusion set cannula was bent, which it was explained to the customer, could interfere with the amount of insulin delivered. Customer stated programming, settings appeared to be accurate. The customer was advised to change entire set, reservoir, and insulin, and speak with healthcare provider. The customer later called back two hours later to state she was overwhelmed with training on her insulin pump system and her blood glucose was over 500 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.